Manufacturer narrative:
Physio-control evaluated the device but was unable to verify the reported issue. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined. The customer was provided with a replacement device.

Event description:
The customer reported that during a patient event, after the third shock was delivered to the patient, the device was unable to deliver defibrillation energy successfully. The device was able to deliver three (3) successful defibrillation shocks to the patient, and when the defibrillation energy was charged for a fourth shock, the end user reportedly pressed the shock button but there was no shock delivered. This occurred two more times until this device was removed from the event and local ems took over. Additional information regarding a back up device is not known. The patient did not survive the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.